Manufacturer narrative:
Method - visual inspection, mfg record review, complaint history analysis and risk assessment. Result - visual inspection: the tulip of the polyaxial screw was confirmed to be separated from its bone screw. Mfg record review: a DHR review was conducted for all lots and all sub-products no non-conformities or deviations were found during mfg process of all lots. Complaint history analysis: 14 previous records relating to tulip disengagement for this design and several factors contributed to these past tulip disengagement complaints, including implantation of the screw at maximum angulation, over-load applied to the screw and multi-tightening. Risk assessment: this tulip disengagement provoked the revision surgery. Conclusion: based on the observations done for this case, we conclude that the failure of the construction is a result of the following causes: non-uniform distribution of the load to the bone-screw and the tulip interface caused by insufficiently perpendicular placement of the rod to the screw tulip; multi-tightening; obesity of the pt and the skipping of some levels in the implanted construction due to the significantly deformed spine.

Event description:
It was stated that "screw head popped off the iliac screw."